Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv1690 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv1690) have been reported from the same facility. Device not returned yet.

Event description:
Facility reported to the sales rep that they have had two occurrence where the PICC's have cracked/split after insertion, which caused leaking near the extension tubing. No patient injury reported. This file addresses the first of two devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Debris was observed on the clamps. Residue, which appeared to be from a dressing, was observed on the extension legs. A breach was observed in the extension leg within the distal end of the purple luer adaptor. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. Lines that resemble beach marks were also observed on the surface of the breached tubing. A lot history review (lhr) of rebv1690 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv1690) have been reported from the same facility.

Event description:
Facility reported to the sales rep that they have had two occurrence where the PICC's have cracked/split after insertion, which caused leaking near the extension tubing. No patient injury reported. This file addresses the first of two devices.